Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stent cannot be deployed as expected during procedure , then changed to another brand of similar device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due the return and lab evaluation of the complaint device on the 26 aug 2022. Visual inspection: lock wire in place. Device returned in protective tubing. Red marker passed point of no return. Functional inspection: handle actuating fine. Protective tubing removed and broken flexor observed on clear section. Lock wire removed with no issues. Unable to deploy the stent.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b of lot c1893177 device took place on 26th aug 2022. Device returned in protective tubing. Red marker passed point of no return. Lock wire was still in place on return. Protective tubing removed and broken flexor observer on clear section. Lock wire removed with no issues. Unable to deploy the stent. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. If it is received in the future then the file will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1893177 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1893177 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken and deployment issues. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Summary of investigation: according to the customer the stent cannot be deployed during the procedure. Confirmed quantity of 1 device, confirmed used. The patients outcome in unknown. Investigation findings conclude that a possible root cause of the broken flexor observed could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 27-feb-2023 and an update to the investigation conclusions.